Event description:
It was reported that the fluid was over heated on the homechoice pro device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated. The hc underwent visual evaluation and one hour of simulated therapy with no problems found. The machine had full functional testing and electrical safety testing with no defects or malfunctions found related to the reported issue of fluid being over temperature. The over temperature issue was not verified through the sample evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported event. A review of the service history revealed no failures or problems that were the same as, or similar to the reported condition and there was no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.